Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The device was determined to be operating within the required specifications without malfunction. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation. Problem could not be confirmed. The root cause could not be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom technical support on 07/10/2015 to claim intermittent audio output and a hypoglycemic event on (B)(6) 2015. The patient reported she reached low blood glucose levels and patient's husband gave patient juice. The patient is unsure whether the alert was not audible or if she did not hear the alarm. Patient stated her finger stick (fs) values was in the 40's and 50's. At the time contact with dexcom technical support, patient was reported to be good. No additional event or patient information is available.